Event description:
The customer reported the msi-tr injector was so tight the could not get it to advance after the lens had been loaded. There was no patient contact.

Manufacturer narrative:
Event date: unknown. (B)(4) - no known consequences or impact to the patient; difficult to advance. Evaluation method: lot order search. Results: a lot order search was performed and there no similar complaints found. Conclusion -(conclusion not yet available): based on the complaint information and the evaluation of the returned product, a specific root cause of this event could not be determined. A CAPA has been opened to investigate issues involving resistance in the msi injectors. Once the investigation is completed, a supplemental medwatch will be submitted. (B)(4).

Manufacturer narrative:
Results: it was confirmed that all 25 of the opened units received were tight and difficult to twist. Conclusion: based on the complaint information, search by lot number and inspection of the returned product , we were unable to determine a specific root cause of the event. A CAPA has been open to address these types of issues. Once the investigation is completed a supplemental medwatch form will be submitted. (B)(4).